Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis manifested by abdominal pain, vomiting and cloudy effluent. The breach in aseptic technique was not further described. The same day as the event onset, the patient was hospitalized for the event. The patient was treated with vancomycin and amikacin (intravenous, doses, frequencies and durations were not reported) for the event. At the time of this report, the patient remained hospitalized and was recovering from the event. Seven days after the event onset, pd catheter was removed, pd therapy was discontinued and the patient was switched to hemodialysis. An abdominal cavity washing was performed. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Upon follow up, it was reported that the patient was discharged from the hospital and has recovered from the event. Hemodialysis therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.